Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black during withdrawal. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure involved a retrograde puncture of the left femoral artery during a renal artery stenosis procedure using a cordis short sheath. The device was withdrawn slowly at a 40-degree angle, and after pulsatile backflow in the blood indicator stopped, the device was withdrawn an additional 1 cm; however, the indicator window showed no change even after complete removal from the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black during withdrawal. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure involved a retrograde puncture of the left femoral artery during a renal artery stenosis procedure using a cordis short sheath. The device was withdrawn slowly at a 40-degree angle, and after pulsatile backflow in the blood indicator stopped, the device was withdrawn an additional 1 cm; however, the indicator window showed no change even after complete removal from the puncture site. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 6f avanti cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A simulation evaluation was performed. During this analysis, the indicator wire was deployed. An attempt was made to move the indicator window by pulling the wire; however, no change in the indicator window was observed because the plug was swollen due to the blood and was adhered to the indicator wire, preventing it from being pulled. This caused the indicator window to be manually moved until reaching the black/black position. Subsequently, the deployment lever was fully depressed, achieving plug deployment. Additionally, the black/white/red positions were also obtained in the indicator window. A high magnification microscopic evaluation was executed to evaluate the internal components of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the plug completely swollen and dried, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.